Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation; two events were confirmed during testing. Two devices were found to be affected by disassembly. Two device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes four malfunction events in which the devices disassembled. Four reported events had no patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the devices disassembled. 4 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were received for evaluation.   Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by the knob detent broken off. 1 device was found to be affected by wear. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.